Manufacturer narrative:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. During the procedure when into the left ventricle outflow tract (lvot), it was noticed a left sided his and the catheter bumped the his. The patient then went into complete heart block. The rv quadrapolar catheter then paced the patient and the patient had av association afterwards. The patient recovered and was reported stable. The patient was still having premature ventricular contractions (pvc¿s) and they were successfully ablated. A permanent pacemaker was placed on the left side of the chest. The patient was moved to recovery in stable condition. It is unknown if extended hospitalization was required as a result of the adverse event. The device was visually inspected and it was found in good conditions. During a closer second inspection, a small char on the distal tip was found. The magnetic, temperature and force features were tested, and no issues were observed. The catheter was deflecting correctly. In addition, an irrigation test was performed connecting the catheter to the cool flow pump and no alarms or errors were noticed during the test. However, during the patency test, it was noticed that the distal part of the dome was occluded. Not all the holes were irrigating due to char on the distal dome. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The catheter passed all specifications. The root cause of the adverse event remains unknown. Char is a physical phenomenon of radio frequency. It can be the normal result of the ablation process. The char found during the device investigation was assessed as not reportable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
(B)(4). The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered complete atrioventricular heart block requiring surgical intervention. During the procedure when into the left ventricle outflow tract (lvot), it was noticed a left sided his and the catheter bumped the his. The patient then went into complete heart block. The rv quadrapolar catheter then paced the patient and the patient had av association afterwards. The patient recovered and was reported stable. The patient was still having premature ventricular contractions (pvc¿s) and they were successfully ablated. A permanent pacemaker was placed on the left side of the chest. The patient was moved to recovery in stable condition. No biosense webster, inc. Product malfunctions were reported. It is unknown if extended hospitalization was required as a result of the adverse event. Physician¿s causality opinion was not provided. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.